Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available from consumer for evaluation by the site; the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
The contents of the wrap spilled out all over the sheets [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. This female consumer of an unspecified age started to use thermacare heatwrap (thermacare menstrual) with device lot number, t65607 and expiration date sep2020, from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer is a long term user of thermacare menstrual heating pads. She is a big fan of them and uses them a lot every month. She used one yesterday ((B)(6) 2018) and the contents of the wrap spilled out all over the sheets. She describes the contents as black things. The caller states that the wrap worked fine for the first 6 hours. The caller states that it had been 8 hours from the time she opened the wrap until it spilled out. She was at someone else's house when this happened and the product spilled all over someone else's sheets. She also reported that the numbers 23oct followed the lot number, and provided a number paa046847. Packaging was sealed and intact. Sample was not available as the product was thrown away. The action taken with theramcare heatwrap in response to the event and outcome of the event were unknown. Product quality complaints group provided following investigation results on 05oct2018: investigation summary: the root cause category is non-assignable (complaint not confirmed). The sample is not available from consumer for evaluation by the site; the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up attempts are completed. No further information is expected. Follow-up (03oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "contents of the wrap spilled out all over the sheets" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. Comment: the event "contents of the wrap spilled out all over the sheets" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.